Event description:
On (B) (6) 2010, the lay user/patient in the (B) (6) contacted lifescan (lfs) to report the one touch ultra easy meter was displaying the battery indicator symbol. The technical service representative (tsr) contacted the patient to obtain and verify information; however, was unable to reach her by telephone. The sr. Medical surveillance specialist classified the complaint based on the information originally provided. On (B) (6) 2010 at 7:00 am, the patient noted the reported meter was displaying the battery indicator symbol; she was unable to obtain a blood glucose reading. On (B) (6) 2010, the patient claimed she took her usual dose of humalog insulin tow units and levemir insulin six units. Afterwards, the patient experienced the symptoms of sweating. During the time period, the patient was unable to test her blood glucose levels, she continued to take her usual doses of insulin. It would have been helpful to determine if the patient took her usual meals during this time period, her blood glucose readings prior to this event, her expected blood glucose readings, and if she received any treatment for her symptoms. Troubleshooting revealed the patient had not replaced the meter's battery as recommended. The issue was not resolved, as the patient did not have a new replacement battery available. The meter and test strips were replaced. The patient had not replaced the meter's battery as recommended. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she took insulin and was unable to test her blood glucose levels due to the meter power issue. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.